Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's death was unrelated to the performance of their implantable pulse generator (ipg) system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient is reported to have experienced sustained ventricular tachycardia (vt) for a lengthy period of time.